Manufacturer narrative:
Visual examination the returned device exhibited signs of repeated use and the anterior section of the post feature had fractured, and not all pieces were returned. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported through the worn instrument returns program that the device was fractured. There was no patient involvement. Attempts have been made and no further information has been provided.